Manufacturer narrative:
(B)(4). The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that following an unknown procedure the two staples came out from the staple line after seven days at 7 o'clock & 11 o'clock position. The patient had come after seven days complaining of bleeding, due to which the surgeon decided to suture at the said positions. Patient is doing good, no complaints as of now.